Event description:
It was reported the valve was explanted due to thrombus. A tissue valve was implanted (model and serial number unknown). According to the hospital, the patient is doing fine. Additional information has been requested.